Manufacturer narrative:
The events of necrosis and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: necrosis and "wound problem".

Event description:
Nbir reported left side "skin necrosis" and "wound problems". Device has been explanted and replaced.